Event description:
The contact stated that the customer's doctor tested his blood glucose on the office meter and recieved a reading of 231 mg/dl. A glucose test was also performed using the customer's meter, and a reading of 110 mg/dl was obtained. The difference between the readings falls in the "c" zone of the parkes error grid, making the differnece clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.